Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer cycling. A surgical procedure was performed to fully replace the ipp. No patient complications were reported.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was no longer cycling. A surgical procedure was performed to fully replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Device technical analysis: upon receipt at the quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder was microscopically inspected and leak tested, with microscopic examination revealing a hole in the middle of the cylinder caused by sharp instrument, as well as wear at the fold on both the proximal and distal ends; the leakage test confirmed a leak originating from the sharp instrument. The second cylinder was microscopically inspected and leak tested, with microscopic findings showing wear at the fold on the proximal end and in the middle region of the cylinder; the leakage test result for the second cylinder passed. The pump underwent microscopic inspection, leakage and functional testing; microscopic inspection showed that the kink resistant tubing (krt) components were worn down to the filament, the pump exhibited scaling, and a wear related hole was present in the krt; the leakage test indicated a leak due to wear, and the functional test showed the pump did not pass activation tests 2 and 3. The reservoir was microscopically inspected and leak tested; microscopic examination revealed a hole in the krt due to sharp instrument and tool marks on the krt filament, and leakage testing confirmed that the reservoir krt leaked due to such damage, while the flat reservoir passed the leakage test. Device history record (DHR): the DHR review confirmed that the device met all material, assembly and performance specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Risk review: a risk review was completed using (B)(4) hazard analysis and confirmed that the event of "mechanical malfunction (leaks, incomplete inflation/ deflation, kinking)" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of device - mechanical issue. A conclusion code of cause traced to component failure was assigned to this investigation.